Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 46876 followed by an alarm to "remove and reattach cassette." No adverse patient effects were reported.

Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The investigation determined the most probable cause of the reported issue was the pump main board, but the reported issue could not be confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation.